Event description:
The customer mother is reporting that the insulin pump is receiving an alarm and insulin is squirting out during manual priming. The blood glucose was 400 mg/dl. The customer was treated with manual injection. Upon inspection the caller noticed that the drive support cap is flush. The caller was advised to discontinue the use of the device and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.